Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
On 14 aug 2019 we received notification of an article published in sociedad espanola de oftalmologia, ' intraocular pressure fluctuations in patients implanted with an implantable collamer lens (icl v4c). Three-month follow-up.' The study found 5 eyes with abnormal high vault (above 1mm). It was reported that as of march 2019, all lenses remain implanted and no further problems were reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Initial MDR should have also stated: ' these 5 eyes and an additional two eyes of the same patient were coursed with ocular hypertension. This required treatment with topical hypotensors, and the problem resolved in approximately 10 weeks.' Patient code 2692 is not applicable in initial MDR, patient code 1937 should have been included in initial MDR, patient code 3191 (medical intervention with topical hypostensors) should have been included in intial MDR. Claim#: (B)(4).